Manufacturer narrative:
(B)(4). Device is a combination product.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07257. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 8 synergy ii and a 3.00 x 16 synergy ii drug-eluting stents were advanced through a non-bsc guide extension catheter to treat the lesion. However, both devices got badly banged up and the stent struts were flared. Both devices were removed from the patient's body and the procedure was completed with several other synergy stents. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts on the first two rows stretched and lifted distally from the stent profile. The crimped stent outer diameter was measured at the undamaged proximal side which was within specification. Based on the complaint report, stent damage most likely occurred during advancement inside the guideliner extension catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07257. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 8 synergy ii and a 3.00 x 16 synergy ii drug-eluting stents were advanced through a non-bsc guide extension catheter to treat the lesion. However, both devices got badly banged up and the stent struts were flared. Both devices were removed from the patient's body and the procedure was completed with several other synergy stents. No patient complications were reported and the patient's status was fine.